Manufacturer narrative:
As neither the product catalog number nor the lot number of the subject device was provided, a device history record review could not be performed. As part of all complaint investigations, an attempt was made to evaluate the subject device as well as the device usage. In this case, no sample or image was provided for evaluation. Therefore, the reported event could not be reproduced. Potential contributing factors to the reported event have been evaluated. Previous investigations of similar complaints have been reviewed. In this case, it was reported that the stent jumped and migrated into the superior vena cava upon deployment. This type of event may be associated with a difficult vessel anatomy which can lead to increased deployment force during stent release resulting in stent jumping and migration. The reported application represents an off-label use of the device which is considered another contributing factor to the reported event. The usage of a stent of inappropriate inner diameter also may contribute to this kind of event. In this case, no information regarding the procedure or the vessel anatomy was provided. On the basis of the limited information available and as no sample or image was returned, a definitive root cause for the reported event could not be determined. The IFU states: "visually inspect the lifestar (...) Stent system to verify that the device has not been damaged due to shipping or improper storage. Do not use damaged equipment." Also the IFU states: "prior to stent deployment, remove all slack from the catheter delivery system to avoid stent misplacement." And "to maximize stent placement accuracy, slowly and deliberately deploy the distal portion of the stent until you have visual confirmation of wall apposition before steadily deploying the remaining length of the stent." Additionally, the IFU states: "appropriate diameter sizing of the stent to the target lesion is required to reduce the possibility of stent migration." Furthermore, the IFU mentions stent migration as a potential complication. The IFU also indicates that the lifestar vascular stent system is intended for the treatment of iliac occlusive disease in patients with symptomatic vascular disease of the common and/or external iliac arteries up to 126 mm in length with a reference vessel diameter of 5 to 9 mm. The lifestar biliary stent systemis intended for the treatment of biliary strictures resulting from malignant neoplasms.

Event description:
It was reported that the stent allegedly jumped and moved into the superior vena cava. Reportedly, the stent could be retrieved. There was no reported patient injury.

Manufacturer narrative:
As neither the product catalog number nor the lot number of the subject device has been provided, a device history record could not be performed.

Event description:
It was reported that the stent allegedly jumped and moved into the superior vena cava. Reportedly, the stent could be retrieved. There was no reported patient injury.